Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used tr band assembly and its inflator were returned to for product evaluation. Visual inspection revealed no damage or gross anomalies. Leak testing was performed on the device. The tr band inflator was used to inflate the tr band with 15 ml of air. The inflated tr band stayed inflated for 24 hours. The inflator was connected to the inflation balloon and retracted and released. The plunger settled at the1 ml graduation mark. The tr band failed leak testing because less 13 ml of air remained in the tr band. The tr band was inflated with 18 ml of air and submerged in water. Air bubbles were observed at the bonding between the check valve and the inflation balloon. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band had a slow leak. The air leaked from the band before staff reduced it manually. The patient's condition was fine, and the procedure was a success. Additional information was received on 23jan2020. The procedure performed was a left heart catheterization.